Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the right ventricular (rv) lead was unable to sense. The rv lead was removed and replaced. The patient has recovered from the procedure and reported no adverse consequences.

Manufacturer narrative:
The reported event of failure to sense was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were seen. No other anomalies were seen.